Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The adjustable pressure limiting valve was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported the unit was temporarily delivering higher levels of pressure than expected. There was no report of patient involvement.